Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8400ex excaliburs had metal shaving debris during use. This was discovered during the case with no patient harm. Additional information was received from rep on (B)(6) 2025 stating that debris was produced inside patient but the fragments were all removed. There were no photos available and the case was completed successfully by using another device.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically excessive side loading as noted on dfu-0215-eor1_fmt_en disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿ and shaverdrill¿ devices f. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. The complaint allegation was not confirmed; the device was not received for evaluation, and no evidence of the failure was received.